Event description:
When plug was deployed, it was not released from the device. The placement was aborted and manual pressure was applied for hemostasis. Manufacturer response for femoral artery closure device, exoseal (per site reporter): they are checking with other hospitals for any issues concerning this lot number.